Event description:
Note: the date of event is unknown. On april 25, 2007, a boston scientific corporation employee became aware of a clinical study article, "performance of a self-expanding silicone stent in palliation of benign airway conditions," published in chest (american college of chest physician/chest 2006;130;1419-1423). The study conducted was a retrospective review of the medical records of all patients in whom a polyflex stent was used to treat a symptomatic benign airway condition. The following information was derived from that article. Case 2 - report 2 of 2. Less than twenty-four hours after the placement of polyflex stent in the left main bronchus of a female patient, the "stent was noted to have migrated."

Manufacturer narrative:
The lot number of the device used is unknown; consequently, the manufacture date of the device is unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The april 2007 15-month polyflex airway stent complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. Please note associated medwatch report 6000146-2007-00014.